Manufacturer narrative:
(B)(4). Follow up info rec'd on (B)(6) 2008. A (B)(6) female pt had a medical history of arthrosis with arthralgia for which she had rec'd im injection of ketoprofen (profenid) and ibuprofen (nurofen), does not stated. On (B)(6) 2008, 15 days after ketoprofen and ibuprofen injections and more than seven months after the last poly-l-lactic acid injection, she presented with two indurations on cheek-bones. Dates of subcutaneous injections of new fill: on (B)(6) 2007, 10 ml of poly-l-lactic acid (batch number a6012) associated with 5 ml of water for injectable preparation. On (B)(6) 2007, 10 ml of poly-l-lactic acid (batch number a6012) associated with 5 ml of water for injectable preparation. On (B)(6) 2007, 10 ml of poly-l-lactic acid (batch number a6012) associated with 5 ml of water for injectable preparation. On (B)(6) 2007, 10 ml of poly-l-lactic acid (batch number a6012) associated with 5 ml of water for injectable preparation. Outcome is ongoing. No further info is provided.

Event description:
(B)(4). Initial report rec'd by phone on (B)(6) 2007 from a plastic and reconstructive surgeon via our documentation and info center. This cohort is a (B)(4) observational study in (B)(6) pts receiving (B)(6) and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A male pt was enrolled in this cohort and rec'd five course of poly-l-lactic acid (new-fill) injections from (B)(6) 2007. In (B)(6) 2007, the pt rec'd a first injection of poly-l-lactic acid (new-fill) (batch number unspecified) by subcutaneous route then four other injections from (B)(6) 2007 (batch numbers were not provided). No adverse events were firstly observed. At the beginning of (B)(6) 2008, the pt presented with nodules at injection site and modification of skin aspect (nos). The reporter physician wanted to have info about corrective treatment. Further info is awaited.